Manufacturer narrative:
Additional information received indicated that there was no allegation of a device malfunction reported. Therefore, the parent record has been closed as a non-complaint. No further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dfm100 is experiencing an undefined issue. There was no reported patient involvement.